Event description:
Event description guidant received information that following a syncopal event, the patient presented to the hospital. An evalution of the implantable cardioverter defibrillator (ICD) noted ventricular paced events were being sensed on the atrial channel.